Manufacturer narrative:
On (B)(6) 2018; on (B)(6) aug/2018; on (B)(6) 2018. Parts were returned for evaluation. The visual inspection of the blower motor controller (bmc) revealed heat related cosmetic damage to electrical components. The part was tested and performed as designed. The thermal issue was cosmetic only. The part did not emit a burning smell during testing.

Event description:
The customer reported unit has a burning smell. There was no reported patient involvement.